Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 26214. Expiration date- the correct expiration date is 07/31/2016.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed cycle. The customer stated when another lot of the tape was used, the color changed correctly. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), functional analysis, concomitant product evaluation and lot trending. The DHR was reviewed and the lot met all specifications at the time of release. The sra indicates the risk associated with a quality problem with no impact to safety is "low." Functional analysis was performed on the returned sample and no anomalies were observed. The color of the tape changed per specifications. A concomitant product evaluation could not be performed as no information was available regarding the sterrad unit. Lot history was reviewed from 12/12/2014 to 6/10/2015 and trending was not exceeded. The cause of the issue could not be verified since the return sample testing met specifications and the DHR showed no anomalies, and it is unclear whether or not the unit was a contributing factor. The issue will continue to be tracked and trended.